Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the subject ICD has been implanted on (B)(6) 2013 and reached recommended replacement time (rrt) on (B)(6) 2017. Normal pacing therapy has been delivered, and no remote function has been used. The device longevity is reportedly too short for parameters shown during device lifetime, when compared to longevity values written in the manual. The subject ICD was explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
The physician reported that the subject ICD has been implanted on (B)(6) 2013 and reached recommended replacement time (rrt) on (B)(6) 2017. Normal pacing therapy has been delivered, and no remote function has been used. The device longevity is reportedly too short for parameters shown during device lifetime, when compared to longevity values written in the manual. The subject ICD was explanted and returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject ICD has been implanted on (B)(6) 2013 and reached recommended replacement time (rrt) on (B)(6) 2017. Normal pacing therapy has been delivered, and no remote function has been used. The device longevity is reportedly too short for parameters shown during device lifetime, when compared to longevity values written in the manual. The subject ICD was explanted and returned for analysis.